Event description:
It was reported that the patient faced infusion set issues, since patient reported infusion set cannula was not properly attached and patient also reported experiencing symptoms like slow movement and mood changes.

Manufacturer narrative:
Name: abbvie inc. Country: united states of america. Street: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.